Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. When asked for the dose and concentration at the time of the event, the patient stated that she believed at the time it was ¿18 point something¿. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 the patient reported that the pump was removed due to an infection and cellulitis that she developed ¿maybe only a couple of weeks¿ after it was implanted on (B)(6) 2015. She later stated that the infection started in (B)(6) or (B)(6) of 2015. She also stated that she had to wait a whole year to let the hole close up before she could have her current pump implanted and she was ¿deathly ill due to this and having to have the pump removed¿. No further complications were reported/anticipated.